Manufacturer narrative:
Lot number not provided so device history record (DHR) review not possible. Sample not returned for testing so sample evaluation not possible. Trend analysis conducted and no adverse trends observed. Hollister is unable to determine the root cause of this reported event.

Event description:
It was reported that a patient who had a hollister anchorfast oral endotracheal fastener in place to secure an 8.0 endotracheal tube experienced a full thickness upper lip injury after the device had been in place for 25 days. It was reported that the injury was moist with necrotic eschar present anterior & posterior and was medically managed with mupirocin ointment and left open to air. It was further reported that during the anchorfast device usage, the patient had been placed in the prone position for an unknown number of days. It was reported that the anchorfast clamp was shuttled every 4 hours. Hollister has scheduled anchorfast product inservicing for the facility.